Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 1/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/11/2016 with the following findings: a review of the pump black box data showed unexplainable pump reboot events throughout. During visual inspection of the pump, it was observed that the battery compartment was cracked below the grip pad and in the thread area with a section of thread area missing. It was also observed that the battery compartment threads were damaged. No battery cap was returned with the pump therefore all testing was performed with a test battery cap. It was observed the test battery cap was unable to fully tighten to the pump and the pump powered on with the test battery cap to a dim and discolored display. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An "intermittent power" event was not duplicated during investigation. Unrelated to the initial complaint, the pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)